Event description:
Event description guidant received information that this right ventricular endocardial lead displayed noise on the rate/sense portion. The shock portion was believed to be clean but could not be observed well. Attempts to recreate the noise revealed that noise could be produced with coughing. No inappropriate therapy has been delivered and no inhibition of pacing was reported. Sensitivity is already programmed to least. At a later date, the noise and oversensing did lead to an inappropriate shock and pauses in pacing.